Manufacturer narrative:
Orthogenrx evaluated manufacturing activities, related to hyaluronate prefilled syringe products (including genvisc 850), from the last two years (2015 and 2016) to demonstrate the microbial quality at all stages of the process. All the data demonstrated that product sterility assurance is in compliance ((B)(4)). Additionally, orthogenrx conducted an evaluation of the lethality index (f0) [which measures process sterilization effectiveness (the in-process specification is f0=8)], for 2015 and 2016 validation batches. The f0 specification is always achieved and was in the range of 9.7 to 14 for the 2015 and 2016 validations, respectively. Genvisc 850 routine production lots# j-1, j-2, and k-1 manufactured in 06/19/2015, 07/01/2015, and 01/18/2016, respectively, were also evaluated. All routine manufacturing is also within the same f0 range, demonstrating process sterilization effectiveness ((B)(4)). The product sterility assurance is also certified with in-process controls (chemical and biological indicators of sterilization) and final bacteria endotoxins and sterility test results for product release, among other release quality specifications. All the products manufactured in 2015 and 2016, in particular lot j-2, manufactured in 07/01/2015, complied with product sterility assurance and pass all the product release specifications. Presently, we are conducting sterility studies from non-compromise lot j-2 supplies (sent to laboratory testing directly from orthogenrx warehouse). Results will be available on 31jan2017. We will also test the remaining samples from (B)(6). Results are expected by 3feb2017. Based on the data evaluated as of 5jan2017 (on all the products manufactured in 2015 and 2016) and the fact that all the components and manufacturing in-process controls complied with the endotoxins and the sterility testing and that products passed all the product release specification requirements, orthogenrx concludes that genvisc 850 lot j-2, manufactured in 07/01/2015, conforms with the sterility assurance program.

Event description:
Health care provided(hcp) reported to ae assessor that the pt. Received the 3rd left knee genvisc 850 injection on (B)(6) 2016 and on (B)(6) 2016 presented in clinic with left knee swelling, pain and restricted mobility. The pt. Has a history of hyaluronic acid injections(pre-genvisc 850), and steroid injections, moderate to severe osteoarthritis, crepitus, pain, uses a cane or walker and with previous physical therapy. The initial evaluation in the clinic was on (B)(6) 2016. The pt. Received the 3rd left knee genvisc 850 injection on (B)(6) 2016 with no pt. Rated pain. On (B)(6) 2016 adverse event occurred of left knee pain, swelling and restricted mobility. On (B)(6) 2016 the pt. Came to clinic with the left knee pain, swelling and restricted mobility. No redness, no nausea or vomiting. The pt. Was prescribed ice and heat therapy, pain medication-tramadol, and a solumedrol dose pack. On (B)(6) 2016 the pt. Went to the ER where fluid was aspirated from the left knee, cultured and was negative for infection. On (B)(6) 2016 a phone call with the pts. Daughter indicated the symptoms were the same but the pt. Was less mobile. The hcp recommended the pt. Be taken back to the ER for further evaluation. The pt. Was admitted into the hospital, dates and time unknown. The treatment included taking the pt. To the operating room (or) to "wash the knee out", a culture was done and antibiotics. The culture indicated the presence of (B)(6) in the blood and joint. Possible sources of the (B)(6) during the knee injection procedure are the open community bottles of omnipaque and/or lidocaine used in the procedure. Another possible source was the room during the knee injection procedure if an aseptic technique was not followed. The effusion, combined with the (B)(6) cultured in the pts. Blood and joint are likely contributing factors to the reported left knee pain, swelling and reduced range of motion. Genvisc 850 injection cannot be excluded as a contributing factor to the left knee effusion. This case will be closed as serious due to the report of the left knee effusion, hospitalization with the treatment including the or procedure to "wash the knee out" and antibiotics. The (B)(6) is involved in investigating the clinic for possible contamination. (B)(6) concluded that the single use omnipaque vials were the source of the contamination. (B)(6) recommended "remediation guidelines" to the clinic. This case will be closed without further follow-up from ae assessor. If additional information becomes available, the case will be reopened for further investigation.